Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump¿s black box showed no evidence of any warnings or alarms. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within specification. The pump was opened and no evidence of physical damage was found on the force sensor pins. The complaint of a prime issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a prime (prime issue) issue; pump alarm for no detection of cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.